Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that cause of withdrawal symptoms were not determined. The day that the rep interrogated the pump, the rep called the hcp and went over the details given to the rep with him. The hcp was going to call the emergency room (ER) hcp on call and go over a plan for the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving lioresal, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that they had taken the patient to the emergency room (ER) and was sent home after some minor checks stating everything was okay. He thought there might be an issue with the catheter. They were looking for the healthcare professionals (hcp) who could manage the patient's pump. The hcp office the patient saw was closed and they were looking for alternative options. They thought there was a leak in the patient's pump and may be experiencing withdrawal. Patient had lioresal in her pump, dose and concentration unknown. No further complications were reported. Additional information was received from a patient via a manufacturer's representative (rep). It was reported that the healthcare professional (hcp) made small adjustments to the rate and after 3 days of making adjustments the patient began to feel withdrawal like symptoms. The rep interrogated the logs and there was no sign of a motor stall or anything alarming. It was unknown if the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were reported. Additional information was received from (B)(6). It was reported that possible withdrawal and leak in pump were doubtful. Computerized tomography (CT) scan was planned. No new information was received.